Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform the unexpected restart error test, prime, compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with normal operating current. Pump passed self test. Insulin pump passed off no power test.

Event description:
Customer¿s mother reported via phone call that the insulin pump had unexplained no delivery alarm. Customer's blood glucose level was unknown. It was also reported that the insulin pump was rejecting new batteries. The device will not be returned for analysis.